Event description:
The patient experienced a loss of therapeutic effect and had no stimulation sensation. It appeared that the upper limit of the stimulation was reached. The impedance on electrode #1 was greater than 4,000 ohms. Reprogramming around the electrode was successful. There was no injury to the patient.